Event description:
Patient was revised to address implant fracture and pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned device by depuy materials science confirms the reported material fracture. The device showed signs of good fixation distally, but little to no proximal fixation. Visual examination of the stem strongly suggested little bone ingrowth proximally on the stem prior to fracture, which suggested the stem did not have good proximal fixation in the patient¿s femur. Lack of proximal fixation coupled with good distal fixation can lead to disproportionate loading of the stem, which can lead to increased cyclic stress amplitude at the lateral mid-region of the stem. The hip stem was cyclically loaded beyond the material endurance limit, resulting in fatigue crack initiation and propagation. No evidence of material or manufacturing defects were observed from the femoral stem that could have contributed to fracture initiation and/or propagation to failure. Sem analysis found the fracture to be indicative of high-cycle low stress fatigue failure for cobalt based alloys. A search of the complaints databases finds no other reports against the product/lot code combination. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Review of patient x-rays confirms the material fracture of the stem in vivo. The femur was heavily cabled. Review of medical records indicate prior to revision the patient was experiencing constant pain in their left thigh following a fall. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.